Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was routinely transplanted but has had elevated lactate dehydrogenase (ldh) in the past.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and no device-related issues were discovered during the eval. The device was returned assembled with the percutaneous lead (lead) cut approx 4 inches from the pump housing and the remainder of the lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was received attached to the pump's inlet port. The outflow conduit (outflow graft, outflow graft bend relief, and outflow elbow) was returned attached to the pump's outlet port. Prior to disassembly, visual examination of the inflow conduit and the outflow conduit revealed no evidence of thrombus formations or depositions. Eval of the pump upon disassembly revealed no evidence of thrombus formations or depositions. The pump bearings rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing did not reveal an discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the mfg process, and the device functioned as intended. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing the file on this event.